Manufacturer narrative:
Insulin pump received with normal operating currents no unexpected display anomaly noted during test. Insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling during testing noted. Device received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump alarmed a button error after keypad anomaly. Customer's blood glucose was 196 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.